Manufacturer narrative:
(B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. The other ht command referenced is being filed under a separate medwatch MFR number. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a chronic total occlusion in the distal peroneal artery with heavy calcification. Two 300cm high torque (ht) command guide wires were used for the procedure and the same issue happened with both devices. The guide wire was advanced toward the target lesion with resistance due to the patient anatomy. The guide wire was removed without resistance. Upon removal it was noted that a part of the black sleeve/coating was missing. It is unknown if any coating remained in the anatomy. The procedure was ended. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). Visual and dimensional inspections were performed on the returned device. The reported peeled polymer coating was confirmed although the reported physical resistance was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties appear to be related to the patients anatomical conditions.

Event description:
Subsequent to the previously filed medwatch additional information was received indicating that the case concerned severely calcified and tortuous below the knee (btk) vessels. All vessels were occluded and attempts to open up failed. Outflow to the foot was not altered. The patients condition has not changed significantly compared to pre procedural status. Any change in climb perfusion is, in the physician's opinion, the result of progressive disease.